Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors (mcs) instrument was observed to be damaged. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the damage to the instrument's tip was confirmed to be a broken cable. There were no fragments observed to be missing on the instrument tip due to the damage. Photographic images of the device were not available for further review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. One of the blade edges was indented which prevented the blades from closing. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.